Event description:
It was reported that the stent delivery system was put in place, covering the neck of the aneurysm. The physician attempted to open the stent, but he was unable to push the stent beyond the distal marker of the microcatheter. When he wanted to push the stent out of the microcatheter, he felt resistance. By exerting more "power", the microcatheter broke into two pieces "a little" distal to the catheter hub. The physician withdrew the entire stent system and the procedure was completed successfully with balloon remodeling technique without any patient complications. The patient's intracranial vessels were "fairly" tortuous.